Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735521ent. H3, h6: a medtronic representative went to the site to test the equipment. The side emitter was replaced and the system then performed as intended. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem side emitter was accidentally dropped causing damage. There was no patient involvement.

Manufacturer narrative:
H2, h3, h6: the concomitant emitter 9735521r axiem 3 side mount was returned to the manufacturer for evaluation. It was reported that there was no fault found. There was no apparent physical damaged detected and the unit functioned as intended. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.